Manufacturer narrative:
Of the 9 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to audio bolus button damage. During investigation for unrelated complaints, there was 1 additional failure found. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(6) pilot program.

Event description:
This report summarizes 9 malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio bolus issue. These reports were received from various sources. The patients associated with this allegation ranges from 12-45 years of age and between 51 and 250 pounds. Of the reported patients, 6 were male, 3 were female, and 0 were unknown.